Event description:
It was reported the patient developed an allergic reaction at the pod site causing excessive itching and rash. The patient's blood glucose rose above 250 mg/dl while wearing the pod on the patient's leg for longer than 48 hours. The patient visited the doctor and was prescribed betaderm cream (apply twice a day) and rupall oral antihistamine (½ tsp once per day) for treatment.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the allergic skin reaction. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.